Event description:
It was reported that the patient's implantable neurostimulator recharger (insr) or patient programmer (pp) displayed the error code 378 once while the patient was attempting to make some "recharge statistics" in order to see how long he could use his implantable neurostimulator (ins) before recharging; it occurred somewhere in between (B)(6) 2012. It was unknown if a programming change was performed. The patient's therapy effect was "good" and had not changed. It was noted that the patient had electrodes for a urinary incontinence ins implanted on (B)(6) 2012. It was further noted that the patient noticed that his ins had discharged on (B)(6) 2012. Additional information received reported that the error code was very rare, and that the device needed to be explanted; the code 378 indicated that the battery voltage was too high. Recharge statistics indicated that the battery charged for one minute long and the battery voltage went from 1.265 volts to 5.105 volts. This, along with the insr icons showing the ins had 0% charge, were conclusive of the ins to be exhibiting abnormal behavior. It was noted that the insr was designed to turn off once it detected a full battery at 4.075 volts as a safety feature. It was planned that the patient was to have his ins explanted/replaced. No patient symptoms or injuries were reported at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the implantable neurostimulator (ins) was not explanted. It was stated the error code was never displayed again and the ins could be recharged without any difficulties. It was further noted the ins was 'performing well' and providing 'adequate' therapy. The recharge data of the ins was reviewed and no anomaly was identified. No further information was reported.

Manufacturer narrative:
(B)(4).